Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t caused a short circuit in the o.r. When the user attempted to decrease the temperature. The console was connected to another outlet using an extension cord and the procedure continued. There was no patient injury. An electrician was able to resolved the issue in the operating room after 45 minutes. A sorin group field service representative was dispatched to the facility to investigate and traced the problem to the cooling unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that the sorin heater-cooler system 3t caused a short circuit in the o.r. When the user attempted to decrease the temperature. The console was connected to another outlet using an extension cord and the procedure continued. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The complained unit was returned to livanova (B)(4) for further investigation. During testing, earth (ground) leakage was found to be above the limit and the unit failed the leakage measurement test. The unit was forwarded to the supplier for further analysis. The supplier investigation found that the compressor failed due to the ground leakage. The root cause for the ground leakage could not be determined. The compressor was replaced and the device was refilled with coolant. A subsequent technical safety inspection did not identify further issues. As the root cause for the ground leakage could not be determined, no further corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.